Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report (green image) was confirmed. Green tint image was present when viewed under orange cone. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, upon connecting endoeye flex deflectable videoscope the image was a green tinted screen. Malfunction was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the green tinted screen was a defective printed circuit board. Olympus will continue to monitor field performance for this device.